Event description:
New information received notes that prior to the procedure, lead fracture and capture anomaly were observed.

Manufacturer narrative:
Clavicle crush damage was noted at 29.9-31.9 cm from the connector pin. All lumens were found to be breached and damaged with damage noted at the etfe coating due to clavicle crush forces. The cause of the reported events of ¿noise oversensing,¿ capture anomaly, no pacing, clavicular crush and ¿damage to insulation was observed¿ was isolated to the exposure of the ring electrode conductor cables and the exposure of the inner coil due to clavicle crush forces.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 29388236-2019-16023. It was reported that a lead noise issue was observed. The patient was adversely affected due to noise inhibition, but the doctor believes the issue was related to the patient moving around before the lead was stable. The device was reprogrammed with tachy therapies programmed off. T-wave oversensing was observed on the device. Programming changes were made. During the revision, the noise inhibition was found to be due to clavicular crush and insulation damage was observed. The lead was explanted and replaced. There were no adverse consequences to the patient.